Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a male pt who used triple salt dental adhesive cream (super poligrip original denture adhesive cream) as a denture adhesive. A physician or other health care professional has not verified this report. In 1987, the pt began using super poligrip original. An unk time later, the pt experienced "zinc toxicity and extensive nerve damage, difficulty walking, tingling and numbness in his toes and tips of his fingers, burning, and pain." Super poligrip original was discontinued in (B)(6) 2010. According to the claim, the events were severe and permanent. Follow up info was received on (B)(6) 2011 via medical records. On (B)(6) 2006, a urine essential elements test showed a zinc level of 8.6 mcg/mg (normal 0.1 to 1.5) and copper level of 0.011 mcg/mg (normal 0.007 to 0.07). On (B)(6) 2010, the pt complained of pain in his right buttock for about one month radiating down the back of his leg to his knee. The pt reported tingling in his toes and over the last month he had decreased exercise due to the pain. Follow up info was received on (B)(6) 2011 via fact sheets completed by the pt/or the pt's attorney. The pt used upper and lower dentures from 1988 until 2010. Super poligrip ultra fresh was used from 1988 until 2010, one to two times per day, one-half a 2.4 ounce tube a week. The pt experienced hyperzincemia and neuropathy in the late 1990s. The pt had difficulty walking, tingling, numbness, burning, and pain in his toes and tips of his fingers. This case has been upgraded to medically serious by gsk.